Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallic staining, pain, chronic inflammation and joint effusion. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Based on the limited documentation provided, the nature of the intraoperative findings of joint effusion, metallic staining and osteolysis cannot be further assessed without a histopathological analysis of the tissue and fluid. No information on the reported pain, blood metal ion levels and other systemic symptoms were provided. Without xrays or the explanted device an evaluation of wear cannot be assessed. Although the findings in the revision report are consistent with metal on metal wear associated with metal products, the source cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to metallic staining, pain, chronic inflammation and joint effusion.